Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns stopper was defective / damaged. The following information was provided by the initial reporter: material # 304657 batch # 4233722 verbatim: rcc received a complaint via email. Customer report: ¿in the 10ml syringe, the black rubber piece was deteriorated and caused some leaking.¿ vendor part #: 304657 lot #: 4233722.

Manufacturer narrative:
Investigation results: one photo was received by our quality team for evaluation. The photo shows that the stopper presents a deformation; therefore, the reported incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause for this incident can be traced to manufacturing. This defect can be generated during the cylinder plunger stopper assembly stage. Actions have been put in place due to this report.

Event description:
No additional information.